Event description:
It was reported that during a ptca treatment procedure, the balloon ruptured. The procedure was performed via the right brachial artery. The physician was attempting to angioplasty a 95% diagonal ostial lesion, when the ace balloon ruptured. The balloon was inflated once to 15 atms (rbp=8 atms) for 30 seconds when it ruptured. The physician was then unable to remove the balloon, despite aggressive attempts including snaring. Another ace was inserted and several more inflations were performed in the diagonal and lad. It was noted that there was a 70% residual stenosis, with significantly decreased distal flow. The pt was placed on an intra-aortic balloon pump due to chest pain and EKG changes which occurred just prior to transfer to emergency surgery. The pt was taken to surgery for coronary bypass and removal of the retained balloon fragments from the left main coronary artery. The balloon appeared to be entrapped underneath the stent in the proximal lad. One half of the balloon was removed through the diagonal arteriotomy and the other half through the aorta. All fragments were removed. No myocardial damage was identified. A sequential vein graft to the diagonal and the left anterior descending and a separate vein graft to the obtuse marginal were placed. The pt was transferred to ccu in stable condition. Confirmed with facility that lot # reported on facility medwatch is incorrect.